Manufacturer narrative:
Based on the information currently provided, the cause of the reported post-operative complication and subsequent patient death cannot be determined. The surgeon confirmed that the trocars used during the event were ethicon optiview brand. A review of the system logs for the procedure date of (B)(6) 2021 has been performed and the following was observed: the system logs for the day indicate that no procedures were performed with the site's single si system on the indicated event date of (B)(6) 2021. The absence of the system logs indicate that the da vinci system was never used. A medical review was performed by an isi medical safety officer and the following information was provided: "based upon the information provided in the description of events, there were no intuitive products that had been used or were in use at the time of the event (potentially a spontaneous aortic dissection) that led to the patient¿s death. The patient arrested after the initial 12 mm third party optical trocar was placed by the surgeon." This complaint is being reported due to the following conclusion: prior to the start of a planned da vinci-assisted ventral hernia ipom procedure and following attempted insertion of a 12mm third-party optical trocar, the patient coded and could not be resuscitated. Although there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred, the patient expired in preparation for a da vinci-assisted surgical procedure. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was initially reported that prior to the start of a da vinci-assisted ventral hernia, intraperitoneal onlay mesh (ipom) procedure that the patient coded and revival attempts were unsuccessful. The patient reportedly expired. It was reported that this event occurred post-anesthesia and with one port placed. On (B)(6) 2021, an intuitive surgical inc. (Isi) clinical sales representative (csr) was contacted and the following additional information was obtained regarding this reported event: the csr had called the hospital to obtain the procedure schedule of the day when they were told that the procedures were cancelled due to a patient death. The csr was told this information by a scrub tech who was in the room during the procedure and patient death. The patient was reportedly insufflated and as the surgeon was beginning to place the first port for the da vinci procedure, the patient coded. The scrub tech reported that they attempted to revive the patient for an hour with no success. A cause of this event was not provided. On (B)(6) 2021, isi contacted the surgeon of this procedure and the following additional information was obtained about the event: the surgeon responded saying that they cannot answer questions until the coroner report has been completed and that this is expected to take several weeks. The surgeon provided the following summary of the event: ¿pt. Coded shortly after attempt at 12 mm optiview trocar placement; co2 was applied as I thought the fat visualized was mesenteric fat. Pressure was above 15 so insufflation was stopped immediately; within a minute or two, sats dropped briefly as well as the co2 return went from 40 to 20; blood pressure then tanked. Immediate transverse laparotomy using muscle incision already created; some fresh blood, less than 250, but no source identified in mesentery or retroperitoneum. All bleeding seemed to have come from muscle wall and preperitoneal fat, of which pt. Had several cm thick as pt. Bmi 35ish. Realize exploration was being done while pt. Was receiving chest compressions.¿ on (B)(6) 2021, isi contacted the surgeon of this procedure and the following additional information was obtained about the event: "the official report is not yet available; however, the coroner met with me personally and gave me a preliminary, verbal report: the patient died of a spontaneous aortic dissection. Pt. Had a 'herald' bleed from a limited dissection probably 2-4 weeks earlier as he had para-aortic hematoma (old, like grape jelly) present in addition to fresh blood and fresh clot in the retroperitoneum; the dissection occurred at the distal thoracic aorta and extended into the proximal abdominal aorta. There was no evidence of blunt or sharp penetrating trauma to the mesentery of the bowel or retroperitoneum (no trauma other than the muscle incision in the luq: this had been made for initial trocar placement using the 10/12 mm optiview; I then extended this into a transverse laparotomy incision). The davinci robot had not been docked; in fact, only the initial trocar had been placed. Pneumoperitoneum had not yet been established. The cause of death was spontaneous aortic dissection. Predisposing factors included long-standing hypertension and advanced atherosclerotic disease. I consider this matter closed in regards to davinci system reporting; I doubt the final report will contain any additional significant information. If it does, I will let you know."